Event description:
It was reported that a user experienced brief dexcom g7 continuous glucose monitor (cgm) signal loss when attempting to connect the sensor to the ilet bionic pancreas, and was guided to toggle between sensor settings, with instruction to allow time for pairing. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in clinical status and no need for medical intervention or hospitalization. User support included remote troubleshooting and education focused on reconnection steps for the cgm-to-ilet link. Investigation of this case revealed a communication issue between the cgm and the ilet without evidence of device malfunction or hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity interruption consistent with known cgm pairing and signal recovery behavior.